Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5077459) on 04-jun-2018. The most recent information was received on 19-mar-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("bleeding") and menorrhagia ("heavy periods with clotting") in a 44-year-old female patient who had essure (batch no. D08057) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: spectral doppler evaluation of the ovaries:normal color and spectral doppler flow within both ovaries. Concurrent conditions included menses irregular, headache, joint pain, uterine leiomyoma and paratubal cyst. Concomitant products included chondroitin;glucosamine;methylsulfonylmethane and vitamins nos (multivitamin). On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria disability and medically significant), polymenorrhoea ("frequent periods (average every 20 days)"), abdominal pain upper ("stomach cramping"), headache ("headaches"), fatigue ("fatigue"), arthralgia ("joint pain in hips and knees") and alopecia ("hair loss") and was found to have uterine leiomyoma ("fibroid"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, polymenorrhoea, abdominal pain upper, headache, fatigue, arthralgia, alopecia and uterine leiomyoma outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, alopecia, arthralgia, fatigue, headache, menorrhagia and polymenorrhoea with essure. The reporter considered genital haemorrhage, pelvic pain and uterine leiomyoma to be related to essure. The reporter commented: consumer mentioned disability/permanent damage as event outcome, however she did not specified it and /or assigned to one of the events. Insertion details:description of procedure: both left and right essure catheter were placed without difficulty with 3 trailing coils on left and 5 trailing coils on right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: bilateral tubal occlusion.. Ultrasound scan vagina - on (B)(6) 2018: subserosal fundal fibroid measuring 3.7 x 3.6 x 2.8 cm. Right paratubal cyst measuring 1.4 x 1.4 x 1.2 cm. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-mar-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (FDA, reference number: mw5077459) on 04-jun-2018. The most recent information was received on 25-feb-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("bleeding") and menorrhagia ("heavy periods with clotting") in a (B)(6) female patient who had essure (batch no. D08057) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: spectral doppler evaluation of the ovaries:normal color and spectral doppler flow within both ovaries. Concurrent conditions included menses irregular, headache, joint pain, uterine leiomyoma and paratubal cyst. Concomitant products included chondroitin;glucosamine;methylsulfonylmethane and vitamins nos (multivitamin). On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria disability and medically significant), polymenorrhoea ("frequent periods (average every 20 days)"), abdominal pain upper ("stomach cramping"), headache ("headaches"), fatigue ("fatigue"), arthralgia ("joint pain in hips and knees") and alopecia ("hair loss") and was found to have uterine leiomyoma ("fibroid"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, polymenorrhoea, abdominal pain upper, headache, fatigue, arthralgia, alopecia and uterine leiomyoma outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, alopecia, arthralgia, fatigue, headache, menorrhagia and polymenorrhoea with essure. The reporter considered genital haemorrhage, pelvic pain and uterine leiomyoma to be related to essure. The reporter commented: consumer mentioned disability/permanent damage as event outcome, however she did not specified it and /or assigned to one of the events. Insertion details:description of procedure: both left and right essure catheter were placed without difficulty with 3 trailing coils on left and 5 trailing coils on right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: bilateral tubal occlusion.. Ultrasound scan vagina - on (B)(6) 2018: subserosal fundal fibroid measuring 3.7 x 3.6 x 2.8 cm. Right paratubal cyst measuring 1.4 x 1.4 x 1.2 cm. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: pelvic pain. Most recent follow-up information incorporated above includes: on 25-feb-2019: pfs & mr received. Lot number was added. Reporter's information was added. Patient's demographics were added. Added event pain, bleeding, fibroid. Concomitant condition, lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.